Event description:
It was reported to philips that the system performed fluoroscopy intermittently. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by restarting the system. Philips field service engineer (fse) analyzed the system onsite and verified that storage image issue. After reviewing the log file, fse found that there is a malfunctioning of frontal ip-pc. Fse replaced ippc and image disk, downloaded software to new ippc. After replacement of ippc, the system was returned to use in good working order. The defective part was returned for analysis and as per the report from the lab, the result confirms the battery charge/discharge issue. The codes were updated based on the investigation outcome.